Event description:
The field service engineer reported on behalf of the facility a colleague infusion pump with an 810:04 failure code. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During product evaluation at baxter, it was discovered that the event occurred during an infusion causing an interruption during delivery. There is no further complaint information available.the user interface module master software version for this device is 6.13.90, categorized as remediated.

Event description:
The account alleged that the head hi/low will drift down overnight.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). During a review of the event history, it was discovered that failure code 810:04 occurred during infusion on (B)(6) 2010.

Manufacturer narrative:
(B)(4).the device has been received and evaluated by baxter. The reported condition was confirmed, but not duplicated. The assignable cause was pumphead module failure. The device will not be repaired since it is a stay-in unit.